Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001633 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve dislodged where the introducer enters the sheath. Blood backed up in the port and could not see it. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. There was no medical intervention required to stop the bleeding. The hemodynamics were not compromised due to the bleeding (less than 5ccs). The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the case continued. The event was assessed as a MDR reportable hemostatic valve separation issue.